Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is in-progress. Upon completion of the investigation; a follow-up report will be filed. (B)(6) has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
This is the first of three reports for the same patient involving three separate products. Refer to report 9611594-2015-00005 for the second report. Refer to report 9611594-2015-00006 for the third report. (B)(6) received a report stating that leaking was noted at the distal portion of the gastric balloon at the junction of the tube. The tube was in use for two weeks prior to the event. The transgastric-jejunal feeding tube was replaced in the physicians office using a guidewire. No additional information was provided in regards to the patient's status.